Manufacturer narrative:
The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 bd 4mm 32ga pen needles experienced leakage. The following information was provided by the initial reporter: pharmacist had received complained from a regular user of bd 4mm ultrafine pn who recently changed to ultrafine pro 4mm. End user claimed the pn caused leak and was difficult to penetrate into skin.